Event description:
The customer reported that the system displayed problems with the I/I power supply and grid. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the I/I power supply and grid. The system operates as intended.